Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 220 mg/dl. The customer reported that they had damaged on the reservoir compartment and the plastic was broken off. The customer reported that the pump to reservoir compartment ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to revert to backup plan. The customer was advised to call health care professional for instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.